Event description:
It was reported that during a procedure the tourniquet cuff "was not pressurized enough and it didn't cut off the blood supply and caused break through bleeding." It is unknown if the device was re-inflated or if a boive device was used to cauterize. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual examination of the device revealed excessive white fibers trapped in the hook attachment area. A visual inspection of the patient contact and non-contact area, tubing, and device connectors did not identify any non-conformances. The complaint device was tested for leaks and passed all testing. The device maintained inflation and did not exhibit any leaks. Sss instructions for use state: "it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time." "Prior to surgery, select the proper sized cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large." "Follow established surgical guidelines to determine inflation, duration of procedure, pressure setting, time of inflation and timing of release." The reported event is not occurring more frequently or with greater severity than is usual for the device.